Manufacturer narrative:
Lot#: 17cr08178 a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported solution was leaking between the catheter and connection to cassette. The pdrn stated there was no reported fluid leak within the cycler or cassette, and the patient was able to continue using the cycler. Per pdrn the patient¿s pd fluid was sent for culture and has not exhibited any growth, and the patient remained asymptomatic. Per pdrn no prophylactic medication was provided, and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported solution was leaking between the catheter and connection to cassette. The pdrn stated there was no reported fluid leak within the cycler or cassette, and the patient was able to continue using the cycler. Per pdrn the patient¿s pd fluid was sent for culture and has not exhibited any growth, and the patient remained asymptomatic. Per pdrn no prophylactic medication was provided, and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported solution was leaking between the catheter and connection to cassette. The pdrn stated there was no reported fluid leak within the cycler or cassette, and the patient was able to continue using the cycler. Per pdrn the patient¿s pd fluid was sent for culture and has not exhibited any growth, and the patient remained asymptomatic. Per pdrn no prophylactic medication was provided, and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample was discarded and was no longer available for evaluation.